Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
A cook medical heavy double flexible tipped wire guide was placed and needle withdrawn. The dilator was placed and removed. A 7 french 3x lumen catheter was inserted. Blood returned from all ports. Chest x-ray identified that wire guide was fractured and there was a retained segment of the wire guide. There was an additional procedure to remove the retained segment of the wire guide.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the documentation, quality control, instructions for use (IFU), manufacturing instructions, drawing, specifications, and trends of the product was conducted. The device was not returned to assist in the investigation. There is no evidence to suggest the product was not manufactured to current specifications. Based on the description of the event, it was possible that manipulation of the wire by the end user was performed prior to patient contact. In addition, the information provided and the characteristics displayed it was plausible to suggest that this incident was technique related and not the fault of the device in question. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a routine exchange of right internal jugular central venous catheter for continuous venous hemofiltration, a heavy double flexible tipped wire guide was placed and the needle withdrawn. The dilator was placed and removed. A 7 french 3x lumen catheter was inserted. Blood returned from all ports. A chest x-ray identified that wire guide was fractured and there was a retained segment of the wire guide. There was an additional procedure to remove the retained segment of the wire guide.